Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® edta 2k, there was a foreign object in the blood collection tube. There was no report of patient impact. The following information was provided by the initial reporter: "the customer reported that a black spot was found on test tube".

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for evalution?- yes d10. Returned to manufacturer on: 04-jan-2024 h3. Device returned to manufacturer- yes h3. Device eval by manufacturer- yes h.6. Investigation summary: bd received two (2) samples and four (4) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. A black spec was embedded inside the tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® edta 2k, there was a foreign object in the blood collection tube. There was no report of patient impact. The following information was provided by the initial reporter: "the customer reported that a black spot was found on test tube."